Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
After the implant procedure, the patient sat up for an x-ray and the lead was observed to be dislodged and the device was slighty moved. The system was repositioned.